Event description:
It is reported that the implant was opened by the circulating nurse. Dr. Opened the remaining packaging and discovered that the final plastic wrap was stuck to the femoral component. He was able to remove some of the plastic from the condyle, however, some still remained on the component. He was not comfortable using this component, so we opened another one to implant.

Manufacturer narrative:
Eval summary: previously addressed supplier issue. Eval: this femoral component was packaged with a raw material of polyethylene bags that was previously identified as having the potential to adhere to highly polished surfaces, which may have a residue and in some cases a portion of polyethylene on the device. Independent lab testing found the residue to be non-toxic. This condition was caused by a variability in the chemical constituents in the polyethylene film during the extrusion process. The zimmer specification for polyethylene bags has been revised to ensure appropriate composition levels. All product in zimmer inventory that was packaged with the suspect raw material was reworked and a field communication was released to heighten the awareness of this potential issue.